Event description:
The device was reprogrammed to resolve the issue. Related manufacturer report number: 2017865-2017-32938.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise and oversensing causing false automatic mode switch (ams) on the atrial lead and device, potentially due to external factors, were noted. No further intervention was performed and the lead and device will continue to be monitored. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2017-32938.